Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant and the outcome was device or therapy related. The pump will not be returned, and the pump parameter were within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient underwent transplant, and that the outcome was device or therapy related. The device parameters were within normal limits for the patient. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.